Manufacturer narrative:
Correction to h1 from malfunction to serious injury. This device has been received and is being analyzed. A supplemental report will be filed upon completion.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) is concerned and has developed anxiety due to the advisory status of this device. The patient has been seen several times in clinic, and there has been no evidence that the device exhibited any advisory behavior and this device remains in service. Additional information was received from the patient that the device migrated from the breast area to the left rib area. No adverse patient effects were reported. Additional information was received that the battery of this s-ICD was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a new s-ICD. This s-ICD has been returned and is expected to be analyzed. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) is concerned and has developed anxiety due to the advisory status of this device. The patient has been seen several times in clinic, and there has been no evidence that the device exhibited any advisory behavior and this device remains in service. Additional information was received from the patient that the device migrated from the breast area to the left rib area. No adverse patient effects were reported. Additional information was received that the battery of this s-ICD was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a new s-ICD. This s-ICD has been returned and is expected to be analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Correction to h1 from malfunction to serious injury. This device has been received and is being analyzed. A supplemental report will be filed upon completion.

Manufacturer narrative:
This device has been received and is being analyzed. A supplemental report will be filed upon completion.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) is concerned and has developed anxiety due to the advisory status of this device. The patient has been seen several times in clinic, and there has been no evidence that the device exhibited any advisory behavior and this device remains in service. Additional information was received from the patient that the device migrated from the breast area to the left rib area. No adverse patient effects were reported. Additional information was received that the battery of this s-ICD was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a new s-ICD. This s-ICD has been returned and is expected to be analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) is concerned and has developed anxiety due to the advisory status of this device. The patient has been seen several times in clinic, and there has been no evidence that the device exhibited any advisory behavior and this device remains in service. Additional information was received from the patient that the device migrated from the breast area to the left rib area. No adverse patient effects were reported. Additional information was received that the battery of this s-ICD was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This s-ICD remains in service. No adverse patient effects were reported.